Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported that implant at tooth site 37 was unable to place due to a lack of primary stability during the surgery and no other implant was placed after the first one failed.